Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level that was over 500mg/dl. The customer treated high blood glucose with the insulin pump. Customer declined to troubleshoot for high readings as he states that he has already done all the troubleshooting and wanted to speak to a health care professional. Customer was advised that the local rep in his area was emailed to give him a call. Insulin pump will not be returned for analysis.